Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken hell and weight to the spec. A visual and microscopic analysis was performed which identified: striated broken on anterior and missing shell. Base on the device analysis the final assessment is: a striated broken assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive

Event description:
Healthcare professional reported left side rupture. Device has been explanted.